Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that the cartridge dislodged from the pump during bolus delivery. A new cartridge was loaded to address the issue. Blood glucose level was 339 mg/dl.